Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that while priming the pre-connected extracorporeal membrane oxygenation (ECMO) kit, a leak and hole was noted in the reservoir bag. The priming procedure was aborted and the pre-connected pack was placed to the side. The circuit was not used to support a patient.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: review of the submitted video confirmed the reported leak through a hole in the priming bag; however, a specific cause for the priming bag damage could not be conclusively determined. Manufacturing investigation identified that current manufacturing procedures at abbott do not call for a physical defect inspection of the priming bag; therefore, the reported issue was classified as manufacturing related. The centrimag pre-connected pack, serial #(B)(4) was not returned for evaluation; however, a video was submitted. Review of the submitted video found that the priming bag was filled with a clear liquid. The clear liquid was slowly dripping from the priming bag through an apparent hole approximately an inch from the seam/side of the bag. The supplier of the priming bag (eurosets) reviewed the production documentation for the priming bag and found that all tests from the production process were compliant with the technical specifications. Eurosets confirmed that all bags undergo 100% of the required leak tests, in order to detect any non-conformities before release both on the seals and on the priming bag sheet material. Devices that exhibit leaks are discarded prior to distribution, and no anomalies or sealing defects were found on the bag under investigation. Eurosets determined that the reported leak during the priming phase did not appear related to a manufacturing defect. Furthermore, eurosets reported that no additional reports have emerged from the market regarding similar issues with the same type of product or batch. Further investigation of the reported issue was initiated through a manufacturing analysis task. Although the specific cause for the hole in the priming bag causing a leak could not be conclusively determined through the root cause evaluation, it was found that the procedures at abbott pleasanton site do not call for a physical defect inspection. Therefore, a visual inspection step for detecting a hole in the priming bag was added to the manufacturing procedures. The relevant sections of the device history record (DHR) for the centrimag pre-connected pack, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The centrimag pre-connected pack instructions for use (IFU) is currently available. The document provides instructions for priming the centrimag pre-connected pack using the priming bag. The IFU contains the following general warnings: -only trained personnel should use the pack. -a backup pack must be available immediately near the primary pack during support. -do not use excessive or damaging force when handling the pack. -if a pack component is dropped and damaged, replace the pack. The current revisions of the IFU can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.